Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt has a very short aortic neck. It was reported the final angiogram revealed a type I endoleak. The physician believes that it may be possible that the type I endoleak was caused by minimal fixation of the stent graft to the vessel wall, due to the short aortic neck. The physician treated the patient with another manufacturer's stent. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Eval: results: very short aortic neck), (endoleak). Conclusion code - very short aortic neck. Secondary intervention.